Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated that contacts on the battery cap was neither missing nor damaged and battery compartment was neither damaged nor corroded. Display did not return after insulin pump restart and customer replaced battery even after that insulin pump did not turn on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.